Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent correction fixed surgery at th3-l1 for adult idiopathic scoliosis (ais) on (B)(6) 2015. During surgery, set screw was placed after rotating and correction with ari but counter did not fit during final tightening. It was found that the set screw was placed with angle against a screw and the set screw was cross-threaded while sprinkling fragments. The surgical time was extended less than 15 mins. No patient complications were reported. Additionally, it was reported that lots of metal fragments were seen. During final tightening of the first set screw the counter torque could not be inserted, and so the surgeon checked to find out the event. He replaced the set screws with new ones and completed the surgery. The metal fragments were removed by irrigation.no fragments remained in the patient.